Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified found excess fluid under reagent probe a and b. The fse replaced the reagent probe a and b wash collar waste valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous low and suppressed (no value) patient results generated for bun (blood urea nitrogen), creatinine, glucose, ast (aspartate aminotransferase ) and alt (alanine aminotransferase) on their unicel® dxc 600 pro instrument. Customer stated that erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.